Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video bronchoscope eb19-j10 serial (B)(4). In the event reported the user stated that the device had a blurry image in the center of the picture which was detected in the workshop during inspection. No additional information was provided.